Manufacturer narrative:
The device was not returned for analysis. However, factors that may contribute to the reported difficulties include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The lot history record for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional therapy/non-surgical treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device is filed under a separate medwatch report.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, there was an unspecified proglide failure noted. Another proglide was used with the same result. The sheath was upsized to 16f and the tavr procedure was completed. Another proglide suture was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.